Event description:
(B)(4). Same patient as 2134265-2009-04367 & 2134265-2009-05305. The patient was enrolled in (B)(6) 2005. A type iii lesion was identified in the left carotid artery. The reference vessel diameter was 5.0mm and the lesion length was 30mm. There was 95% stenosis as measured via nascet. The target vessel had severe tortuosity and 1+ calcification. Thrombus, dissection, ulceration or pseudo-aneurysm were not present. Cerebral protection was not utilized as it cannot cross. Pta was performed with an ultrasoft balloon catheter. A 7.0mm/30mm carotid wallstent monorail was delivered and the wallstent successfully placed at the intended site. Atropine 1.0ui was administered during the procedure. The procedure was technically successful. Peri-operatively the subject remained symptomatic and a minor stroke was observed. No action was taken. The stroke event resolved with residual effects. The procedure was technically successful. Residual stenosis was 0-29%. Post-procedure the stent was patent. The patient was symptomatic and there were a complication less than 24 hours after the procedure that was described as a cerebral minor stroke, moderate right hemiparesis. The patient had a follow up assessment in (B)(6) 2005. The subject presented with symptoms. There was an abnormal speech and language function and an abnormal motor system (right hemiparesis) that were observed. Both were evaluated as worse from the previous assessment. The mental and intellectual functions, cranial nerves and eye examination and sensory system were functioning normal and were unchanged from the last visit. The stent was found to be patent. No additional adverse events were reported. The patient had a follow up assessment in (B)(6) 2005. The patient presented with symptoms. The speech and language and the motor system were evaluated as normal and improved. The mental and intellectual functions, cranial nerves and eye examination and sensory system were functioning normal and were unchanged from the last visit. The stent was found to be patent with 20% residual stenosis. No additional adverse events were reported. The patient had a follow up visit in (B)(6) 2006. The patient presented with symptoms. The speech and language system was evaluated as normal and improved. The mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. The stent remained patent with 20% residual stenosis. No additional adverse events were reported.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.